Event description:
It was reported that a zimmer air dermatome was skipping during use and tore the skin graft. It was reported that the doctor had to harvest a second graft from the pt in order to complete the procedure. No further injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation. It was found that the device was out of calibration on all graft setting and that the motor ran erratically. Additionally, it was determined that the head, control bar and all width plates were damaged. The device was repaired according to procedure and returned to the customer. The device was purchased in 1991. A review of service records indicate that the device has not been returned to the MFR for repair or preventative maintenance. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance." A similar event was reported by the user facility against serial number and is reported under medwatch #1526350-2009-0003. At this time it is uncertain if serial number is related to the event reported in this medwatch. The MFR is in the process of obtaining additional info relative to the correct number of incidents. Should further info become available, a follow up medwatch will be submitted providing additional event details.